Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. No intervention was performed.

Manufacturer narrative:
New information: a4, b5, e1, e2, e3, g2, g3, h2, h6 - weight, healthcare provider, intervention performed.

Event description:
New information received notes programming changes were performed to resolve the issue. The patient condition was stable.